Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving fentanyl of an unknown concentration and dose via an implantable infusion pump for spinal pain. It was reported that the patient was in the intensive care unit (ICU) on (B)(6) 2017. Apparently, during in-office refill procedure the patient suffered overdose procedures and became unresponsive. The patient was then transferred by ambulance to the ICU where he was placed on a narcan drip. The reps understanding was that the pump was never updated. The hcp was concerned about possible pocket fill. The hcp told the rep that he filled the pump with saline and aspirated the saline to confirm he was in the reservoir. The hcp then proceeded with drug refill. The patient symptoms reported about two minutes after needle was removed from pump. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The pump was still implanted and there were no known issues with the pump. The issue was not resolved at the time of this report and the patient's status was "alive - no injury". The pump was radiographed on (B)(6) 2017 in the hospital and it was determined that some drug still seemed resident in the pump, therefore the patent was still receiving therapy. The patent was discharged on (B)(6) 2017 as condition improved.